Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime and compromised force sensor alarm test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown. The customer stated that the no delivery alarm during bolus for every hour or two for 4 weeks now. Customer stated that the insulin exited and pump alarmed no delivery during manual prime. The customer was advised to retrieve and save pump settings. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.